Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, an email was received from a patient (pt) wearing acuvue oasys for astigmatism contact lenses (cls) who stated that the cl adhered to the pt¿s right eye (od) and ¿ripped off¿ the cornea causing an ¿ulceric bacteria¿. The pt stated that the bacteria ¿ate through 20% of the eye before the doctor got it under control¿. The pt stated that the vision was lost in the od, and there is a visible ¿scar/hole¿ in the eye over the pupil. The pt used ¿equate¿ solution (unspecified type). Multiple attempts have been made to contact the pt, but were unsuccessful. No additional information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002zzs was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.